Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus,mr,ous 2.75x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The stent was damaged along its entire length with stent struts misaligned and lifted from the stent profile. The stent had moved distally on the balloon 5mm from distal end of the proximal marker band. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the tightly calcified left anterior descending artery. A 2.75x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was damaged and moved on the balloon.